Manufacturer narrative:
4/24/1998: g9 - manufacturer report number has been corrected here and in header on page 1.

Event description:
Catheter revision was done to remedy loss of therapeutic effect to the pt. No problem was seen on x-ray, and on exploratory surgery the physician discovered that the catheter had been sheared. The proximal portion was retrieved and the distal portion remains in the pt. A new catheter was implanted in the pt.